Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and the metal cap are detached and returned; the glass fiber exhibits severe devitrification at the output window; the glass cap exhibits very mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers metal cap came off. The procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 100 ml. Time expended: 29:09. Joules used: 140,062.